Manufacturer narrative:
The product was not returned to the manufacturer, therefore a laboratory investigation was not possible. A review for similar complaints was performed with a similar investigation found performed with the following results: the oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. After that the oxygenator was tested for its o2 and co2 transfer. Oxygenator passed successfully the performance testing. For further investigation the device history record has been reviewed by the manufacturer. The product passed every coating step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. During the review of the DHR / avz no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure. Therefore the reported failure could not be confirmed. Due to the above mentioned previous investigation results the cause of the reported failure was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is an systematic error.

Event description:
According to the customer: "pco2 went up across the oxygenator, even after they sighed the membrane. No patient ill effects observed. The product was not exchanged. Pco2 values measured pre oxygenator 61 mmhg, post oxygenator 69 mmhg, this was the case over many days. The product was in use for 12 days. The product is not available for investigation." (B)(4).